Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital for a normal generator change. Upon review through fluoroscopic imaging, the right ventricular lead had possible externalized cable. The device replacement was post-ponded. All lead measurements were normal. It was noted that inspection of the two still images from the fluoroscopic study did not show inter-cable separation that was greater than the diameter of the coil. The patient was stable.